Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. Using the right femoral approach, the 85% restenosed and eccentric target lesion was located in the moderately tortuous right coronary artery (rca). There was no vessel calcification. Treatment utilized pre-dilation with two non-bsc balloons (2.0x12mm, 3.5x20mm) and the placement of a 3.5x38mm ion stent in the distal rca. Next, a 3.5x24mm ion was advanced to treat a previously placed stent that had restenosed located in the proximal rca, but the stent delivery balloon ruptured at 8-10 atms after the stent was deployed. It was noted that possibly a stent strut from the original stent caused the balloon to burst. The stent delivery balloon was removed intact and no materials were left behind in the patient. The 3.5x24mm ion stent was deployed fine but the physician opted to post dilate with a 4.0x20 nc non-bsc balloon. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).